Event description:
Caller reported that the pump's battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. The mother of the patient was advised to call back if the issue persisted, as the patient was away at camp, and she sought guidance on steps to take if the pump did not charge. No further information provided.